Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that prior to a laparoscopic procedure, the device was fired on the proximal part of the arteria ileocolica from a small incision. When the device was fired near the deployed clip of the 1st firing, the jaw became not to be opened at the second firing. When the doctor tried to open the jaw somehow, bleeding occurred. The amount of the bleeding was a little less than 1000cc. Finally, kelly clamp was used from the small incision and additional suture was performed to stop bleeding. There were no adverse consequences to the patient. As the device was activated in the small incision, the incision was not expanded. No device will be returned.